Manufacturer narrative:
The tech replaced the right foot side rail latch hardware and spring to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the right foot side rail would not stay in the up right position. No injury reported.